Event description:
On (B)(6) 2015 the patient developed right heart failure which was treated with catecholamines and inhalation of ilomedin (iloprosttrometamol). Due to cardiac tamponade on (B)(6) 2015 a repeat thoracotomy was required. Log review confirmed low flow alarms. It was reported that the intensive care staff switched off the pump on purpose and the patient died (B)(6) /2015. Log review confirmed low flow alarms. No malfunction of the device is suspected by the physician. An autopsy was not performed with cause of death reported as septic multi organ failure.

Manufacturer narrative:
This patient's unstable pre implant presentation including cardiogenic shock with 60 minutes of cardiopulmonary resuscitation (CPR) are factors that likely contributed to her post implantation complications. With review of the available information and as reported by the physician there is no indication of any device manufacturing or performance issues related to the events.

Manufacturer narrative:
A review of the log files associated with the event completed by the manufacturer's engineer confirmed the reported low flow alarms. Logs indicate a drop in power consumption and estimated flow on (B)(6) 2015 and (B)(6) 2015, leading to parameters below the normal operating range. Waveform trends of this nature may be indicative of change in patient state. With review of the available and reported information there is no indication of any device malfunction or performance issues with patient and clinical factors appearing to have impacted the event. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Right heart failure, cardiac tamponade, multi organ failure and sepsis are known potential adverse events as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.